Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for evaluation related to a separate issue. During testing, it was identified the device had a cut identified on probe unit, and a dirty lens. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.